Event description:
It was reported that the lead was an attempted implant due to the lead dislodging once the catheter was removed. The physician could not get the placement he wanted and opted to use another lead to implant successfully. No adverse patient effects were reported.